Event description:
I had a two level cervical disc replacement in (B)(6) 2021. I had trouble about one week after surgery. The incision opened back up and took weeks to heal. I started having weird rashes, welts, weakness, shaking, cramps. The symptoms just kept increasing to include temporary paralysis of hands, arms, fingers, vision changes. Months later I got sicker. I had lost the ability to pick up my feet lower legs. Cardiovascular symptoms like high blood pressure, elevated d -dimer, elevated and troponin. With no health problems in my cardiovascular system. These last years have been hell. I've also developed polycerthmia vera, swollen hillar lymph node, bleeding in right lung, erythema of stomach lining, white spots on brain not in ms pattern, small blood vessel disease, a angiokeratoma, sleep apnea and excruciating pain. I've had over 20 ER visits since last (B)(6). I'm horribly I'll from the aluminum and nickel. These discs have caused metallosis. Is there assistance in getting them removed? One of them has moved forward such that it is indenting my esophagus. I've had aluminum in my system on paper since (B)(6) 2022 , it was just at a lower level. I also suspect I had the aluminum leaking into my body much earlier. I need assistance now. Thank you please contact me. Medatronic prestige "5*60" at the 6/7 cervical level and the medtronic prestige "5*16" at 5/6 cervical level. Reference report mw5145520.